Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. (B)(4) lot number unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to nonunion of a femoral neck fracture. The patient was initially implanted with three cannulated screws on (B)(6) 2016. During a clinical follow-up visit on an unknown date, nonunion was discovered. During the (B)(6) 2016 revision surgery, all three screws were removed fully intact. The patient was revised with a 120 degree angle blade plate and four cortex screws. The surgery was completed successfully without delay. The patient's postoperative outcome was reportedly stable. Please see related (B)(4) which addresses and reports an event which occurred during the revision surgery. This report is 2 of 3 for (B)(4).